Event description:
It was reported the xpo100b concentrator shuts down unexpectedly during use.

Manufacturer narrative:
Invacare awareness date was (B)(6) 2013; however, the complaint was not forwarded to regulatory affairs - complaint handling unit until (B)(6) 2013.